Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the pump powered on with functional auditory and vibratory features to a blank display. The pump cover was removed, revealing a cracked component on the pump¿s electronically erasable programmable read only memory.